Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while the healthcare provider (hcp) was trying to disconnect the sutureless catheter during a pump replacement for battery life, she could not disconnect the sutureless catheter from the existing pump. The hcp was squeezing the 2 black dots to release the connector and pulling as she squeezed. As she was working to get it disconnected, the silicone sleeve pulled apart from the inner metal sleeve. The sutureless connector portion of the catheter was removed and replaced. The catheter remained in the intrathecal space and had good cerebrospinal fluid (csf) return when checked. There were no patient symptoms or complications associated with the event. The event did not affect the patient in any way. It was indicated that the patient recovered without sequelae. It was noted that the patient had good spasticity control. The device system was used to deliver lioresal. There was no indication of patient involvement.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).